Event description:
The customer reported that the system arced intermittently. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the x-ray tube, performed a filament calibration, regreased the high voltage cable sticks and performed a high voltage arc test. The system was tested and found to be working as intended and put back in service.